Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary. Device evaluation: visual inspection: upon visual inspection, it was observed that the distal, broken-off portion tip of the threaded driving cap was returned lodged into the frn radiolucent insertion handle. There is very little surface wear on the remainder of the device. The received condition was determined to not agree with the complaint description as no part of the insertion handle was observed to be broken and therefore the complaint is unconfirmed. Investigation conclusion: the insertion handle was found to have no defect after review so the complaint is unconfirmed and no new product design issues or manufacturing discrepancies were identified during this investigation. Based upon the investigation findings, no additional corrective and/or preventative action is proposed as no defect could be identified on the insertion handle. Device history lot part: 03.033.001. Lot: l785928. Manufacturing site: (B)(4). Release to warehouse date: 11. May 2018. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Unknown date in 2018. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date in 2018, the patient underwent an unknown procedure involving placement of intramedullary nailing of the femur. While impacting the nail inserter, the impactor tip broke off inside of the unknown nail jig. The case was successfully completed without impact to the patient. The nail jig and impactor were no longer usable. It is unknown if there was surgical delay. Patient outcome is stable. Concomitant devices reported: unknown nail inserter (part #, lot #, quantity #1). This report is for one (1) radiolucent insertion handle frn. This is report 1 of 2 for pc-(B)(4).